Event description:
Reporter indicated that vns patient felt stimulation sometimes and at other times, did not feel device stimulation. Additionally, the patient reports pain in their left temporal region with stimulation. The patient has history of left temporal lobectomy and previously had their generator programmed to off (in 2001).the device was programmed back to on two years later and the patient has experienced pain in the left temporal region for approximately 3 months. Reductions in programmed pulse width and signal frequency have not alleviated the painful stimulation. Device diagnostic testing was within normal limits. Indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of service. The patient still experiences good seizure control with the vns therapy. Treating neurologist plans to discuss generator replacement with the patient as it is believed that the generator has not reached, but may be nearing end of service. Normal mode stimulator was programmed to off and magnet mode stimulation was left programmed to on.

Event description:
Product analysis of the pulse generator was completed. Product analysis summary: the reported painful stimulation could not be duplicated during product analysis. The reported programming anomaly and erratic stimulation were not duplicated as the device operated properly and within specification during analysis. The pulse generator met the MFR's final electrical test specification. No anomalies were found that would contribute to the reported events.

Event description:
Further follow-up revealed that the pt's generator was explanted. It is unkonwn if a new generator was implanted. The bipolar lead was not explanted.